Event description:
The user experienced issue with linearity material for albumin. Of the data provided, the results for one level of material tested on (B)(6) 2009 and two levels tested on (B)(6) 2009 were discrepant. All results are in g per dl. On (B)(6) 2009, one level of material had a mean result of 6.35 with an assigned value of 6.9. On (B)(6) 2009, level 2 had results of 1.8, 1.9 and 1.8 with a mean value of 1.833 and an assigned value of 1.700. Level 5 had results of 5.8, 5.8 and 5.9 with a mean value of 5.833 and an assigned value of 6.600. No allegations of erroneous results for pt samples were made. The field service representative could not find an instrument related cause and performed an instrument check test and precision testing.